Event description:
I purchased condoms in (B) (6) of 2009. My husband and I used these and I immediately developed a severe pain reaction as well as constant urgency to urinate, in my pelvic area. The pain did not subside and I have had urine tests, blood tests, a CT scan, a cystoscopy and was eventually diagnosed with interstitial cystitis by elimination after ruling out everything serious. The original condoms I used were thrown out, but I recently ordered more from the same seller. I ordered the exact same product, but it came in a different package. Upon exam, the condoms are covered in some kind of powder and there was a liquid in the condom. The condoms themselves look misshapen as well. The packaging looks off center, and rather than coming in a box, they came in a manila envelope all linked together. I have done a lot of research on this company and I believe they are selling counterfeited condoms, as well as other products. There are comments all over the internet about people receiving faulty products. It is my suspicion that I have been exposed to some kind of chemical which has caused severe inflammation in my body that I still have 9 months later. My c-reactive protein tested 20 times what is safe. My drs have advised me to report this as well as find a place to have the condoms tested. The product I purchased was the okamoto crown ultra thin skinless skin condoms. I do not believe these are authentic okamoto condoms. I believe they are fake, as do many other people. I am very concerned about what I may have been exposed to. If you are able to find out anything, please let me know. This product has ruined my life. I have retained the condoms and I have saved many pages off the internet that helps my case against this "company". (B) (4). (B) (4). They are not the only company online selling fake crown condoms. I believe this is very, very dangerous and a serious crime. Definitely needs to be investigated! Dates of use: (B) (6) 2009--(B) (6) 2009. Diagnosis or reason for use: birth control. Event abated after use: no.